Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "pt came to md's office with pain. X-rays show ceramic liner fracture. Pt revised on (B)(6) stem had notch in neck from ceramic impingement. Entire hip was revised."